Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed and over-infused (three times) during preventive maintenance inspection in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "failed pm, over infused 3x" was reproduced. The device was tested for flow accuracy and it failed with an error of percentage of (B)(4). The event history log was reviewed for the last days of customer use, (B)(6) 2026. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was pressure plate setup. The pressure plate setup required to replace to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.